Event description:
Customer reported that he was hospitalized twice due to high blood glucose. The blood glucose reading was over 600 mg/dl and 385 mg/dl the second time. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.